Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip popped at 16,000 joules. Also, it was reported that the fiber tip was retrieved. No patient injury was reported. The device was not returned for evaluation.